Event description:
Additional information indicated that the right ventricular lead exhibited lead noise oversensing. Insulation damage was also suspected on the right atrial lead and rv lead but was not confirmed.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) lead exhibited lead noise. The ra and rv leads were explanted and replaced. Patient had no consequences.